Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast prosthesis implantation surgery with two 400cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via imaging, with right breast implant rupture. The patient had no trauma but was nursing prior to the rupture. As a result, the patient has been scheduled for breast implant removal on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the patient's implant was replaced with a 425cc mentor memorygel breast implant (catalog: 3504251bc lot: 9714354 sn: (B)(6). On august 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 400cc breast implant was found to be ruptured a microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (6402236). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.